Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the after taking a spin, "disabled on 2nd radiation progress bar on the pendant."

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The representative was unable to replicate the issue. They cleaned the connectors and recalibrated the system. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000450 power supply psi medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.